Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio was able to duplicate the reported loss of power when the customer's third party usb data cable was plugged into the device's system connector. The customer provided physio-control with a new third party usb data cable from their inventory and normal device operation was observed. The device was then returned to the customer for use. The customer requested to keep the removed third party usb data cable, so it was not returned to physio-control for further evaluation. Based on the information available, it's reasonable to conclude that the cause of the reported power issue was that a shorted accessory cable (the third party usb data cable) was connected to the device's system connector.

Event description:
The customer contacted physio-control to report that their device powered off by itself. The customer advised that they observed the device power off by itself when it was tipped backwards. There was no patient use associated with the reported event.